Event description:
The customer reported to baxter (B)(4) a vented paclitaxel set in which the burette was leaking. The alleged malfunction was observed during priming. There was no patient involvement; therefore, there were no reports of patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. A visual inspection was performed. Functional tests revealed that there was a leak near the chamber of the administration set. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.